Manufacturer narrative:
Evaluation summary: no x-rays were returned for review, therefore fit and orientation could not be evaluated. Operative notes were returned with the complaint for review however; they do not indicate a root cause. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. Based on the available information, a definitive root cause cannot be determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient was revised due to tibiofemoral instability.